Event description:
The device was used during a colostomy procedure. It was reported by the affiliate that the device did not work properly (no more details available). There was no patient consequence. A evu35 reload (lot number j42r7x) is being sent back with product.

Manufacturer narrative:
H6; code 400: broken firing mechanism. Facility experienced an event with the endopath endoscopic vascular linear cutter while performing a colostomy. The product inquiry #972375. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, a unfired b fired; cartridge condition, a unfired b fully fired; cartridge return batch number, a j0094x b j0096x; and instrument number, 0085. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, and condition of yoke, good; and condition of short rack, broken. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged fired mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.